Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "vancomycin-supplemented impacted bone allografts in infected hip arthroplasty two-stage revision results" written by m. A. Buttaro, r. Pusso, and f. Piccaluga published by the journal of bone and joint surgery accepted by publisher on 30 april 2004 was reviewed. The article's purpose was to analyze a treatment protocol for an infected tha which is based on removal of implants, meticulous debridement, parenteral antibiotic therapy and a two-stage reconstruction with vancomycin-supplemented bone allografts using standard cemented charnley components. Original implants were not identified. Data was compiled from 29 patients between january 1997 and july 2000. Depuy products were utilized for the 2nd stage revision surgeries the cemented cup, cement and femoral stem. Figure 1 and 2 provide radiographic images for illustrative purposes. No adverse event noted in caption descriptions. Depuy products: monoblock charnley stem, ogee cup, cmw1 cement. Adverse event: periprosthetic femoral fracture (treated by orif 14 months post revision). Osteolysis in acetabulum (no treatment). Dislocation (treated by open reduction). Super infection - infection caused by a different pathogen than previous infection (treated by 10 days of IV antibiotics and 3 months of oral antibiotics - no re-occurrence).